Manufacturer narrative:
Corrected data: in further review of the file patient code 2099 should have been provided in the initial report, however, inadvertently not included. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that patient was implanted on the right eye with an intraocular lens (iol)and based on iol master measurements during his post-op exam, it showed visual acuity (va) of 20/200 the doctor reviewed the chart and has decided to do an iol exchange. Incision was enlarged at the time of explant. Additional information was received stating that the replacement lens used is a zct225 serial #: (B)(4), +14.5d. The patient was temporarily impaired at the time of post op exam. No further information provided.